Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: armenia. It is reported that the customer complained that because of the suture material they had an increased infection rate and infected patients throughout the last months. All med watch submissions related to this report are: 3003639970-2018-00441, 3003639970-2018-00442, 3003639970-2018-00443, 3003639970-2018-00444, 3003639970-2018-00445, 3003639970-2018-00446, 3003639970-2018-00447, 3003639970-2018-00448, 3003639970-2018-00449, 3003639970-2018-00450.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. We have not received any sample. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.